Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) has been found damaged during use. The following has been provided by the initial reporter: it was reported holes in the side of the IV and difficult insertion. Per email: hospital reported an issue with ref 381412 and lot 9163650. They complained of reported "holes" in the sides of the IV's. I believe this was from rethreading but they also complained of difficult insertion.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) has been found damaged during use. The following has been provided by the initial reporter: it was reported holes in the side of the IV and difficult insertion. Per email: hospital reported an issue with ref 381412 and lot 9163650. They complained of reported "holes" in the sides of the IV's. I believe this was from rethreading but they also complained of difficult insertion.